Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a partial separation at the collar and numerous kinks in the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 21-jun-2018. It was reported that the device failed to cross the lesion. The target lesion was located in the left anterior descending (lad) artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla¿ failed to cross the lesion due to the lesion's tortuosity and calcification. The procedure was completed with another with same device. No patient complications were reported. However, device analysis revealed a partial separation at the collar.